Event description:
The reported description notes that the bedside monitor displayed an error message "speaker malfunction" and there is no audio tone. No patient harm was reported.

Manufacturer narrative:
(B)(4). The reported description notes that the bedside monitor displayed an error message "speaker malfunction" and there is no audio tone. No patient harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.